Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation under the lifevest. The irritation was described as 10cm by 6cm in size and as cellulitis/bedsore located on the patient's left back shoulder. The patient was advised by his physician to keep the lifevest off until receiving clearance from his dermatologist to wear the device again. Follow-up indicated that the patient had passed away and the medical outcome of the skin condition is unknown.